Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was broken at the proximal clevis to main tube interface. As a result of the breakage, the clevis was dislodged from the main tube and the cables at the wrist were slack. Both the proximal clevis and main tube were missing pieces. Per the case notes, the broken instrument component was successfully retrieved from the patient. As indicated in the case notes, the instrument breakage was the result of a collision with another instrument. The endowrist instruments instructions for use specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during the surgical procedure, the shaft of the fenestrated bipolar forceps instrument broke when it collided with another instrument. A broken piece fell inside of the pt and was retrieved. The planned surgical procedure was completed using a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.